Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jan-2023. One sample model mp5303-c was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was seen near the female luer. A quality notification was sent to the manufacturer. A device history record review for model mp5303-c lot number 22119004 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: ¿unable to prime the set - will not allow fluid to be pushed through¿.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: ¿unable to prime the set - will not allow fluid to be pushed through¿.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.